Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: june 30, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: a visual inspection under magnification was performed on the suspect product. The plunger rod was found fully advanced and viscoelastic residue was not observed to be evenly distributed throughout the cartridge, indicating that an inadequate amount of ophthalmic viscosurgical device (ovd) may have been used which could have contributed to the complaint issue reported. Stress marks were observed on the cartridge tip but were in specification for a used device. The lens module, device assembly, plunger rod, and plunger rod advancement were inspected; no issues were observed. The lens was received coated in viscoelastic residue. The lens was cleaned revealing a scratch on the lens. No further evaluation was performed. The complaint issue "delivery issue" and "difficult to use" were not identified, the other observed issues could not be confirmed to be related to the manufacturing or design process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the physician tried to implant the preloaded monofocal intraocular lens (iol), he felt a resistance and the lens was pushed back from the incision, causing the lens to come off the incision. The procedure was completed successfully with a replacement device. No patient injury was reported. No other medical intervention was required. No further information was provided.